Event description:
An occlusion alarm was reported by the customer, with the issue beginning approximately three weeks earlier and occurring multiple times. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.